Event description:
Erosion/infection of transvenous pacemaker. Pacemaker removed and replaced. Left side pacing leads could not be removed due to fixation and were therefore transected and retracted into the subcutaneous tissue just inferior to the clavicle. New pacemaker leads were placed on the right side. The pt was discharged with no apparent problems on 11/20/96.